Event description:
Drager ventilator was on pt and had been on pt. Nurses called respiratory therapist. They ventilated with ambu at 100% 02. When therapist got to room, the ventilator screen was dark as if the ventilator had lost power, but it was plugged in.